Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that some of the harmonic ace instrument insulation had fallen off the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the biomed and obtained the following additional information: the biomed confirmed that no fragments fell into the patient. The biomed informed they did not know which staff members were involved during the case as the instruments needed repair and was placed in a bin in the sterile processing department (spd).

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "insulation ahs fallen off". The instrument was found with teflon pad damage. The entire teflon pad was no longer present at the clamp arm of the instrument. Missing material approximately 0.44 x 0.10, was not returned. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint.